Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain / stabbing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), candida infection ("frequent candidiasis"), headache ("headache"), nausea ("nausea"), vomiting ("vomiting"), menorrhagia ("prolonged heavy periods"), polymenorrhoea ("periods twice a month"), fatigue ("tiredness"), hypersomnia ("excessive sleep"), blood pressure fluctuation ("blood pressure fluctuation"), abdominal distension ("abdominal swelling"), peripheral swelling ("leg swelling"), pain in extremity ("leg and arm pain"), back pain ("back pain"), genital pain ("genital pain"), contusion ("leg bruising"), onychomalacia ("weak nails"), hair disorder ("weak hair"), dyspareunia ("coital pain"), swelling ("body swelling") and dizziness ("dizziness"). Essure treatment was not changed. At the time of the report, the abdominal pain, headache, nausea, vomiting, menorrhagia, polymenorrhoea, fatigue, hypersomnia, blood pressure fluctuation, abdominal distension, peripheral swelling, pain in extremity, back pain, genital pain, contusion, onychomalacia, hair disorder, dyspareunia, swelling and dizziness had not resolved and the candida infection had resolved. The reporter considered abdominal distension, abdominal pain, back pain, blood pressure fluctuation, candida infection, contusion, dizziness, dyspareunia, fatigue, genital pain, hair disorder, headache, hypersomnia, menorrhagia, nausea, onychomalacia, pain in extremity, peripheral swelling, polymenorrhoea, swelling and vomiting to be related to essure. The reporter commented: patient started experiencing the events right after essure insertion. Her cycle used to have 3 days, and now it has 5-8 days. She stated that her condition is getting worse each day; impossible to have a normal life. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Ultrasound scan - on an unknown date: no pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. On (B)(6) 2019: local pv will not perform follow-up for essure's patients. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.